Manufacturer narrative:
E.1: initial reporter phone (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there is no vacuum in an unspecified amount of tubes. No patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 10 (ten) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 (twenty) retention samples from bd inventory were evaluated by draw-testing with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on customer photo analysis.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there is no vacuum in an unspecified amount of tubes. No patient impact.